Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 1 message, which was unresolved with troubleshooting. There were no allegations of harm of injury.